Manufacturer narrative:
(B)(4). Synovis has elected to submit MDR's related to coupler malfunctions regardless if the event was considered likely or unlikely to cause or contribute to death or serious injury. The device was not returned for analysis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
User facility medwatch number (B)(4) was received by synovis micro companies alliance on december 02, 2015. Event description: coupler implanted and popped open. Original intended procedure: debridement of right ankle skin, subcutaneous tissue, muscle and bone. Removal of fixation screw, right medial malleolus. Rectus abdominus free flap reconstruction of right ankle wound. Saphenous vein harvest for free flap reconstruction. Skin graft to right ankle wound. Application of external fixator right leg. No additional information is available at this time.